Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed intermittent blade failure and blurry images. The blade was scrapped. Additional part used: glidescope pgvl video monitor, catalog: 0231-0003, sn:(B)(4).

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 3, the blade was either not showing an image or was getting poor image quality. The customer tried a different probe to verify that the issue was isolated to the probe. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.